Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received of if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened while applied to tissue. The surgeon used a second ligasure device to seal and resect the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no patient injury.